Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
This event occurred in (B)(6). The customer has discarded the test strips.

Event description:
The customer complained of discrepant low glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(6). The patient was tested by a blood gas analyzer at 10:23 a.m. With a glucose result of 210 mg/dl. The patient was tested on the meter with a venous sample at 10:30 a.m. With a result of 126 mg/dl. The patient was tested by the laboratory at 11:00 a.m. With a result of 206 mg/dl. The patient was tested with a venous sample on the meter at 12:00 p.m. And the result was 122 mg/dl. The patient was tested by the laboratory at 12:10 p.m. With a result of 202 mg/dl. Qc results on the meter were within the acceptable range. There was no allegation that an adverse event occurred. The meter and test strips were requested for investigation, however, the customer has discarded the test strips.